Event description:
The customer reported that during reprocessing and leak test, an air/water leakage from the instrument/suction channel was observed. The suspect device was returned to the olympus service center for evaluation. The device inspection and testing observed an air leakage in the forceps/instrument channel, confirming the reported leakage. The affected part appears to have been pierced by an endotherapy accessory and was damaged due to repeated insertion/removal of a brush or endotherapy accessory. Additionally, foreign material was observed in the forceps/instrument channel and on the light guide lens cover. This report is being submitted for the reportable malfunction (foreign material) found during the device evaluation. There was no report of patient or user harm as the issue was found during service.

Manufacturer narrative:
The device evaluation also found the light guide lens cover was cracked, and the image guide cover lens was chipped. The distal end of the probe was deformed, and the acoustic lens was damaged. The rubber glue on the bending section was cracked, and the bending tube metal braid was damaged. The insertion tube coating on the connecting tube was peeling off. The control unit guide pipe was loose, and a leak was observed. The control unit grip was scratched, and the universal cord was kinked and demonstrated chemical damage. The internal wiring of the charge-coupled device unit was out of specification. The control unit wire stopper was out of specification. The forceps elevator showed signs of corrosion. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received by MFR. Correction to date received by MFR of the initial medwatch. The aware date should be 16-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was caused by an air leak in the device which impacted the reprocessing. The specific root cause of the air leak could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.